Event description:
This complaint is now reportable based on the analysis completed on 09/11/2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon slowly inflated. However, the returned product confirmed that there was a pin hole tear. The 90% stenosed, calcified target lesion was in the moderately tortuous left anterior descending (lad) artery. A 3.0x16mm taxus express2 drug eluting stent (des) had been advanced to the target lesion. The physician attempted to deploy the device at the nominal pressure of 9 atmospheres (atms), but the balloon did not inflate. The pressure was increased to 12 atms and the device was deployed fully. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: the delivery device without the stent on the balloon was received with the balloon in a deflated state and blood was observed in the balloon and inflation lumen. Visual and microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 2.9 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. During the manufacturing process all units are tested for balloon leaks. All devices are placed individually into validated packaging specifically designed to accommodate the shape of the device in order to protect them during the shipment process. The exact cause of the tear could not be determined. The product specification 90001275-38001 ver. Bh states that the rated burst pressure for this device is 18 atmospheres. Generally, the catheter must be subjected to pressures exceeding rated burst pressure before such a leak occurs. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The information available is insufficient to determine a potential root cause.